Event description:
At end of cycle 1, just before return, operator (op) noticed the recirculation bag was split near the bottom and some of the treatment volume had leaked onto the floor. Op aborted treatment and didn ot return any cells to pt because the sterility was compromised. Op asked how to calculate the amount of blood pt lost, based on the instrument's displayed treatment volume of 149 ml. Therakos estimated an adjusted blood loss of 119 ml and advised op accordingly. Case description: this case reported by a health care professional, concerns a female pt of weight of 210 pounds and height of 65 inches. The pt ahd a history of chronic graft-versus host disease (cgvhd). Other med history included: coronary artery disease, with stent and chronic myeloid leukemia (oml). The pt developed cgvhd after a bone marrow transplant. Treatment with extracorporeal photopheresis (ecp). Began according to the following achedule: three times/week for 1 week, two times/week for 11 weeks and once/week for 10 weeks. The pt had had several ecp procedures with no complications noted. In 2006, when the pt was in the last phase (about seven weeks out of ten in the once/week phase), the op calculated a blood loss of 250-300cc during treatment cycle 1, of an ecp treatment, when the recirculation bag leaked. Med intervention included 250 cc of normal saline to compensate for the blood loss. No drug (uvadex) was given as the event occurred in cycle 1. The facility uses the 125cc bowl for this pt. Laboratory results are in section b 6. The pt came back for repeat treatment 3 days later with no problems. The recirculation bag was returned to harmar med products for evaluation. A copy of the MFR's investigation is attached. Root cause: while this type of failure is possible if a properly produced bag were stressed hard enough, it is more likely that the bag was produced in a weakened state and it later failed during use.